Event description:
Second revision surgery - the patient had a recovering dislocating reverse shoulder prosthesis, so the surgeon decided to convert to a hemiarthoplasty using a stem adapter and turon head. (B)(4).

Manufacturer narrative:
It was reported the patient had a recovering dislocating reverse shoulder prosthesis (rsp); it should be a reoccurring dislocating rsp. Manufacturer narrative: the reason for this second revision surgery was a reoccurring dislocating rsp. The length of in vivo service was 14 days. The healthcare professional indicated there was a significant adverse event to the patient; disability or permanent damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) for dislocation, (B)(4) for looseness, (B)(4) for stability, (B)(4) for device failure, (B)(4) device cracked or broke (screw) and the remainder an assortment of non product associated issues. This is the first complaint against this lot number. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of the joint dislocation. No other conditions relating to this event could be determined with confidence. Factors that may contribute to joint dislocation not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness.